Event description:
It was reported to medtronic neurosurgery that the patient was hospitalized for an aneurysm. According to the report, the patient underwent a ventriculoperitoneal shunt operation on (B)(6) 2014 due to intraventricular hemorrhage and hydrocephalus. It was reported that an autopsy will not be performed.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code.